Manufacturer narrative:
A ge service rep performed an on site investigation. Could not duplicate the problem, however, error logs indicated several gib disconnect error codes. The gib board was replaced and the system works as intended. Returned to service.

Event description:
It was reported that the 9800 system intermittently would not fluoro when fluoro button depressed. System would need to be rebooted. No patient injury reported.